Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, g2, h6 component code, the following sections were corrected: h6 clinical code and problem code, h10. H10: mw5166078. Mw5166079. Mw5166080. Mw5166194. Mw5166195.

Event description:
Additional information received reports the party's family member had pain in their left arm from wear and tear over a lifetime of work. Their surgeon placed the equinoxe shoulder system implant to relive pain and increase range of motion and use of left arm. The patient experienced grinding noises, worsening and intense pain, decreased range of motion with excruciating pain due to repetitive dislocation, followed by a revision with a longer bone implant.

Event description:
As reported, approximately 1 year and 3 months post initial left primary reverse total shoulder arthroplasty (tsa), the patient underwent revision for an unspecified reason. No further information is available at this time.

Manufacturer narrative:
Pending investigation. Concomitants: 321-52-07 - 3.2mm drill bit sterile 6586814. 320-15-01 - eq rev glenoid plate 6916122. 300-30-06 - equinoxe preserve stem 6mm 6957260. 320-15-05 - eq rev locking screw 7010248. 320-06-38 - glenosphere 38mm 7168910. 320-10-00 - equinoxe reverse tray adapter plate tray +0 7194302. 320-15-05 - eq rev locking screw 7201610. 320-20-00 - eq reverse torque defining screw kit 7294162. 321-52-09 - 3.2mm k-wire, trocar tip 7294743. 320-38-00 - 145-deg pe 38mm hum liner +0 s257540. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s350612. 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s350885. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s351969. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm s356555.